Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported heart failure and hypervolemia could not be conclusively determined through this investigation. The submitted controller and lvad periodic and event log files captured routine events. The pump appeared to function as intended and operated at the set speed for the duration of the file. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 15jul2020. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for an outflow graft kink however additional information noted that a computed tomography angiography showed no outflow graft issue. The patient was discharged to home and is off inotropes. Right ventricular failure was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with hypervolemia, right ventricular failure and a central venous pressure at 31. The patient's weight lowered from (B)(6)pounds to (B)(6) pounds, and their sentral venous pressure lowered to 4. The patient was on milrinone 0.2 and was having difficulty transitioning to oral diuretics and weaning milrinone. There is a left ventricular assist device within inflow cannula in the left ventricular apex and an outflow cannula in the aorta, just proximal to theaortic arch, and just distal to a coronary artery bypass graft. There is no area of clot within the cannula tubing and all of the arch vessels are normal and patent. However, a bypass graft arising from the aorta just inferior to the left ventricular assist device outflow cannula appears thrombosed. A log file analysis showed no unusual events.